Event description:
A malfunction was reported, characterized by the display of malfunction code malf 0, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance to the customer for resetting the pump, and after the reset, the malfunction code did not recur.